Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor with large ketones; cause was not known. Customer administered a correction injection to address the bg. Customer reverted to an alternate method of insulin therapy.